Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a g-tube. The customer states the balloon on the g-tubes would not stay inflated and they had to insert 3 tubes before the 4th would work. The customer also reports that the clinician had to make an add'l incision to insert the new g-tube.